Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, this device had two years remaining. Premature depletion was suspected as there were no issues with the settings or pacing rate. Analysis revealed that this device exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, this device had two years remaining. Premature depletion was suspected as there were no issues with the settings or pacing rate. Analysis revealed that this device exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, this device had two years remaining. Premature depletion was suspected as there were no issues with the settings or pacing rate. Analysis revealed that this device exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed seven years remaining longevity. During the recent check, this device had two years remaining. Premature depletion was suspected as there were no issues with the settings or pacing rate. Analysis revealed that this device exhibited premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported.